Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit. This event occurred during use, while the patient was connected, in dwell 3 of 3. The registered nurse (rn) stated she needed assistance with se 2240. The technical service representative (tsr) had the rn cycle the power on the hc. Se 2367 followed on the hc. The tsr had the rn cycle the power on the hc again. The tsr explained both system errors to the rn. The rn said she noted something unusual about the heater bag on the hc. The heater bag had air bubbles. The tsr advised the rn that the home patient (hp) would need to start over with all new supplies on the hc or to complete therapy using manual supplies for manual exchange tonight. The rn understood and said she would complete the hp?s therapy using manual supplies for manual exchange. The tsr assisted as requested. The tsr documented that the bags were not properly connected. There was patient involvement and there was no patient injury or medical intervention associated with this event. On (B)(4) 2012, baxter contacted the registered nurse (rn). She confirmed the events and was not sure why the heater bag had air bubbles. The home patient (hp) completed therapy with manual supplies. The hp is ok and has continued with therapy. No other issues were noted.